Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn 86031861 has been completed. The reported problem (won't power monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a loose bus bar on the p1 pad. When the bus bar was pressed to the cell, the battery powered on a monitor and charged. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.